Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose and it was still going to be several hours until she had surgery. Customer finally stopped the basal and then did a temp basal. Customer stated that everything was fine afterward. Customer's blood glucose was about 40 mg/dl. Customer did not go to the hospital. Customer stated that the low blood glucose was before she had to go to the hospital for surgery.